Manufacturer narrative:
The handpiece was rec'd at the MFR for service and eval. During the investigation, a sticky trigger condition was found and then reported. There were problems with the front end assembly, motor, and e-box, and those parts were replaced. However, the investigation is still in process. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer. A f/u report will be submitted if the final results of the quality investigation require one.

Event description:
The handpiece was returned to the MFR for service, and during the investigation, the device had a sticky trigger. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.